Manufacturer narrative:
The speaker produced no sound. And the speaker was defective. The customer was provided a replacement device to resolve the issue. The device remains at the customer site.

Event description:
The customer reported that the speaker was faulty and there was no sound produced. There was no reported patient/user injury. The device was outside of use when the issue occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter information: (B)(6).